Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2013-04374. Same case as MDR ID# 2134265-2013-04372. It was reported that post a stenting treatment procedure, myocardial infarction occurred. (B)(6) 2010 - the patient presented with a non-st segment elevation myocardial infarction. Three target lesions were treated during the index procedure. The first target lesion was 100% stenosed located in the proximal right coronary artery (rca) and extending to the mid rca. The lesion was 28 mm long with a reference vessel diameter of 3.0 mm. This was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The second target lesion was 100% stenosed located in the mid rca and extending to the distal rca and was 46 mm long with a reference vessel diameter of 2.90 mm. This was treated with pre-dilatation and placement of a 2.75 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The third target lesion was 100% stenosed located in the distal rca and was 28 mm long with a reference vessel diameter of 2.70 mm. This was treated with pre-dilatation and placement of a 2.50 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged two days later on aspirin and prasugrel. (B)(6) 2013, 1032 days post index procedure, the patient presented with a week-long history of fever, occasional chest pain, productive cough, orthopnea, paroxysmal nocturnal dyspnea, and worsening shortness of breath. On arrival to the emergency room, the patient was placed on biphasic intermittent positive airway pressure (bipap). A chest x-ray revealed cardiomegaly, possible in the right lower lobe infiltrate and pulmonary edema. The patient was diagnosed with acute respiratory failure secondary to chronic systolic congestive heart failure. At the time of the event, the patient was on aspirin only. The patients¿ troponin levels were elevated consistent with a myocardial infarction (mi). The echocardiogram revealed possible inferolateral ischemia. Coronary angiography was not performed. The patient was treated with oxygen and intravenous lasix. Five days later the acute on chronic respiratory failure and the elevated troponin were considered resolved without residual effects and the patient was discharged.